Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was over 600 mg/dl. She delivered 16 units via injection to treat her high blood glucose level. Her insulin pump did not seem to be working. The customer kept falling asleep. The customer's blood glucose level went down to 345. She had a dry mouth. The date on the insulin pump was wrong. The high pressure test passed. The device was not returned.